Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fingerprint scanner not working and unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fingerprint scanner was not working consistently. A field service engineer (fse) adjusted position sensor, the retractor band was replaced, and the biometric identifier was replaced. The functionality was verified through the application, and the station was confirmed to be operating normally. The system functioned as intended after the field service engineer repaired the device.